Manufacturer narrative:
The device has been received, but the eval hasn't been performed yet.

Event description:
The customer reported that when the unit was turned on, they smelled something hot and then saw smoke.